Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported the artificial urinary sphincter (aus) was still fully functional after two years of use by the patient. However due to patients history of radiation therapy plus radical prostatectomy, the patients incontinence was gradually returning despite the device still working. Pump and cuff were explanted and replaced.